Event description:
A valiant stent graft system was implanted for the emergent endovascular treatment of a thoracic aortic transection. It was reported that during the index procedure, a valiant 24x24x100 was implanted in the descending aorta and then a 26x26x100 valiant graft was implanted proximal to the first graft. Post angiogram looked good and femoral cutdown was closed. An hour later, the patient was still leaking and was brought back to the operating room. After angiogram was performed, it appeared there was a proximal type I endoleak. The physician decided to extend proximally, covering the left subclavian artery. Another 26x26x100 was implanted distal to the left carotid artery. Post angiogram still showed leaking of the aorta and patient was still hypotensive. At that time, the physician decided to convert to open surgery. While preparing to open, the patient's blood pressure stabilized and it was decided to take patient to ICU for observation. The following day, the patient had coded and was revived but no longer had brain function. The physician stated that the patient expired from severe brain damage and does not believe it was device or procedure related. Film review analysis: review of returned pre-implant cta¿s revealed that the patient had a transection and a possible type b dissection in the descending thoracic aorta. The location of transection was approximately 3cm distal to the lsa. The thoracic diameter at the level of the lsa was approximately 20mm, and approximately 10cm distal to the transection the flow lumen narrowed to a thin ribbon of blood flow at it coursed distally to the celiac. The patients abdominal aorta was 1cm in diameter and bilateral blood flow was seen extending bilaterally into both limbs. Images during the implant were not provided; therefore the reported events could not be assessed. The cause of the endoleak could not be determined from the films provided.

Manufacturer narrative:
(B)(4).